Manufacturer narrative:
Unit powered up with a white display on the right half of the screen and a gray display on the left half of the screen. The right half is illegible. This is due to cracked circuitry on both sides of the lcd controller. Unable to perform displacement test due to the display anomaly. Unit received with a crack on the battery tube which starts at the corner of the belt clip rails. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump had crack along battery compartment. The customer¿s blood glucose level at the time of fating was unknown. The insulin pump will be returned for analysis.